Event description:
As reported, during a percutaneous transluminal angioplasty (pta) procedure the balloon of an aviator plus .014 5.0mm x 30mm 142cm percutaneous transluminal angioplasty (pta) balloon catheter was ¿punked¿ and could not be used. There was no reported injury to the patient. Additional information was requested but was not provided, and the device will be returned for evaluation. Product evaluation on 30-jun-2022 revealed a leakage coming from the mid-portion of the balloon.

Manufacturer narrative:
Complaint conclusion: as reported, during a percutaneous transluminal angioplasty (pta) procedure the balloon of an aviator plus .014 5.0mm x 30mm 142cm percutaneous transluminal angioplasty (pta) balloon catheter was ¿punked¿ and could not be used. There was no reported injury to the patient. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile aviator plus .014 5.0x30 142cm was received coiled inside of a clear plastic bag. The device was unpacked, and the balloon was received not inflated. The unit was thoroughly inspected, and no damages or anomalies were observed on the device. Functional testing was performed, an inflator/deflator device was attached to the inflation port. The balloon inflation testing was performed by applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure. However, balloon inflation was not possible due to a leakage located at the middle zone. Sem results showed that the balloon of the aviator plus .014 5.0x30 142cm device presented evidence of a ruptured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82235054 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed via device analysis as a leakage of water was noted during functional analysis. However, the exact cause cannot be determined. Device analysis revealed the outer surface of the balloon presented evidence of scratch marks adjacent to the rupture/damages noted on the middle zone of the balloon. It is likely vessel characteristics, although unknown, contributed to the reported event as evidenced by device analysis. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.